Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show preop lumbar films show likely osteoporosis, degenerative disc disease and mild scoliosis worst at l4 due to disc collapse. Construct is placed from t12 to s1 with interbody support at l4 and l5. Construct appears in good position. Lateral view subsequently shows migration of the l5 interbody spacer ventrally. Reported loosening of the t12 and s1 screws are noted. Here again the construct is stopped at the thoracolumbar junction making failure of bone/implant interface a significant risk. The lumbosacral articulation is always at risk in longer constructs with osteoporotic patients. It appears that the bone holding the s1 screws gave way, allowing considerable movement at l5 and migration of the cage.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. At an unknown time post-op, it was noted that a screw was loose at s1. The patient underwent a revision to remove the loose screw.